Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels (25 mg/dl). Customer was treated with carbohydrates, and released from the hosp on (B)(6), 2015. Reportedly, customer had not had controlled blood glucose levels in over 5 years.